Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture shortly after implant. It was noted that the right atrial (ra) lead was placed low on atrial floor and the rv lead was placed on the mid-septum. The rv lead also had stable threshold measurements but no capture was observed at 5 or 7 volts. When the atrial output was decreased from 5 volts to 3 volts capture resumed. Over night two more instances of loss of capture were observed and at the pre-discharge check, rv sensing had decreased and the impedance measurement was 200 ohms. A chest x-ray did not show any significant findings. Subsequently a revision procedure was performed. During the revision, the dislodgement was able to be visualized on fluoroscopy. There were no adverse events do to the loss of capture as the patient was not pacemaker dependent. The rv lead was successfully repositioned with good measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.